Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection revealed no defects to the lead's tip or helix that would have contributed to the reported dislodgement. It was determined that there was blood clogged inside likely from infiltration through the terminal pin. There was also dried blood debris observed inside of the lead, over the inner insulation which was obstructing the movement of the terminal pin and subsequently impacted the functionality of the helix mechanism.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The patient underwent a revision procedure and subsequently, this product was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that this lead's helix mechanism did not function as expected.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.